Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's rechargeable implantable neurostimulator (ins) experienced battery drainage in an unexpected way. The battery went down to 20% in 7 days and they were unsure why. There were no known contributing factors. The issue was not resolved. Additional information was received reporting that the shared reports were reviewed. From the recharging history, it was observed that based on some testing, the battery drainage did not seem unexpected for the patient's settings. However, there were some discrepancies in the different recharging intervals and percentage drops correlating to group changes from group a to group b, with group b having a faster drain of batteries. In addition, some impedance values for the left ventral intermediate nucleus (vim) were out of range (10k), although these did not affect the stimulation electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a percept rc device experienced battery drainage in an unexpected way. The battery went down to 20% in 7 days and the patient was unsure why. No patient complications have been reported as a result of this event.